Event description:
It was reported that the patient received one inappropriate shock. It was also reported that the right ventricular [rv] lead had high impedance measurements, was not sensing appropriately, noise was present and a lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had fractured. It was also noted that there was blood in/on the helix mechanism and sleevehead. Performance data collected from the device was analyzed. Impedance - high resistance/impedance was noted as three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2012. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace = 480 to inf(un-filtered data) ohms peak between (B)(6) 2012. Oversensing was also noted as eleven ventricular non-sustained tachycardia episodes <210 ms occurred between (B)(6) 2012. Eight ventricular fibrillation episodes <=200 ms average v-cycle occurred between (B)(6) 2012. Interference/noise was noted as ventricular short interval count was 305.8 counts avg/day, in 5.13 days, between (B)(6) 2012.